Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed in detail. The follow-up from august 15, 2017 at 01:04 p.m. Documented that the master switch of the device was on upon initial interrogation and it was manually switch off during the follow-up at 01:05 p.m. The master switch was programmed on again on august 16, 2017 at 11:51 a.m. The analysis did not show any anomalies. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Device reportedly had therapy disabled automatically after programming it on in clinic multiple times. Received hm alert that therapy was disabled overnight. Biotronik rep was not able to reproduce automatic therapy deactivation in clinic. Device remains implanted.